Manufacturer narrative:
The field service engineer (fse) replaced the blood urea nitrogen (bun) module and the sample probe. The unit conformed to the manufacturer's performance specifications. H6(other): bun module. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for additional reportable events. All related medwatch reports: see scanned page.

Event description:
The customer reported randomly elevated blood urea nitrogen (bun) results, for ten patients involving unicel dxc 800 synchron system. This report refers to patient number two. Subsequent testing produced a normal result. The erroneous result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) traveled to the facility to access the unit.